Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 285 mm from the terminal end. There were cuts in the insulation at approximately 220 mm and 225 mm from the terminal which is likely implant damage. Damage was also observed at the tip of the lead (drug eluting tip was pulled away from the tip end). The coils were stretched approximately 100 and 280 mm from the terminal end. Additionally, a bend was observed in the lead body at approximately 250 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited a command performance issue and high capture thresholds. No adverse patient effects were reported. This lead was received for analysis. Additional information: several good faith efforts were previously submitted to the field to obtain further clarification regarding the command performance issue, including hospital information and procedure outcome; however, no response was received.